Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after a procedure where the device was used for sealing gastric vessels, bleeding occurred from one of the seal sites. The procedure was on (B)(6) 2017 and the issue required a reoperation on (B)(6) 2017. Over 500cc¿s of blood loss is estimated, but no transfusion was performed. The patient is currently within the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.